Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On approximately, (B)(6) 2024 at night, the patient experienced a seizure and was brought to the hospital by an ambulance. When a fingerstick was taken at the hospital, the blood glucose reading was 25 mg/dl, no specific cgm reading was reported from that moment. No information was available regarding possible treatment and the duration of stay at the hospital. The day after the patient was admitted, the cgm reading was 320 mg/dl, and the blood glucose reading was 160 mg/dl. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.